Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient experienced infusion set tubing was leaking at the site, which cause the patient blood glucose elevated to 470 mg/dl. The infusion set was in use for about 12 hours. The patient replaced infusion set and resumed insulin successfully. No further information available.